Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ mobility.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 7 states, "undesirable shortening of limb." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03015 / 03016).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, leg length discrepancy, elevated metal ion levels, loss of range of motion, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and taper adapter were removed and replaced with a biomet active articulation liner and competitor modular head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's right hip revision operative report noted patient underwent a revision on (B)(6) 2013 due to pain. The revision operative report noted the presence of metallosis, chalky residue, debris, and synovitis. The cup and stem were well fixed. The modular head and taper adapter were removed and replaced with a competitor head and taper adapter and a biomet active articulation liner.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility,dysfunction, leg length discrepancy, elevated metal ion levels, loss of range of motion, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and taper adapter were removed and replaced with a biomet active articulation liner and competitor modular head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.